Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d3. And g1. And the franklin lakes FDA registration number has been used for the manufacture report number. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿ pro pen needles outer cover did not attach. The following information was provided by the initial reporter, translated from japanese to english: this is a complaint about a defect of pen needle 32g×4mm (320559). When removing the needle from the pen body after injection, the needle case was too loose and the needle did not retract.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown.

Event description:
It was reported that the bd micro-fine¿ pro pen needles outer cover did not attach. The following information was provided by the initial reporter, translated from japanese to english: this is a complaint about a defect of pen needle 32g×4mm (320559). When removing the needle from the pen body after injection, the needle case was too loose and the needle did not retract.